Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue arose again, which the customer acknowledged and understood.